Event description:
It was reported that postoperatively the patient developed a hematoma which caused the pocket to split open after the staples were removed. The "open pocket was presumed to be infected." The wound was cultured. The device generator and portions of the leads were removed and capped. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer, analyzed, and tested out of specification. The outer insulation had breached environmental stress cracking (esc). The outer insulation had cosmetic esc and cosmetic depression. All conductors had blood/body fluid (not obstructed). A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic metal ion oxidation and cosmetic depression. A visual analysis was performed only.